Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised forced sensor system test and excessive no delivery test or verify insulin pump error alarm due to motor error alarms. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to high magnetic field and had multiple pump error alarms. The customer stated they were able to clear the alarms and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.